Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a pcu8015 did not charge the battery. It does not matter how long the power cord was plugged in. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) has replaced a new battery and let it charged, but the issue was not resolved. I recommended ian to replace power supply processor board and gave the option to send the unit in for flat fee repair. Ian will get a po and contact com to get rga number to send the unit in for service.